Event description:
The physician was coiling a patient's left ophthamalic artery aneurysm. A total of ten penumbra coils were used for this case. A neuron max 6f sheath was placed in the left internal carotid artery. An enterprise 4.5mm x 37mm stent was placed across the patient's mca and ica. The physician began the coiling procedure. He was using a slim straight microcatheter. The tenth and final coil was the 10mm x 40cm. The coil was placed into the aneurysm mass with about 4 cm remaining outside of the aneurysm. As the physician attempted to reposition the coil, it detached. The physician felt that the coil detached because the distal and mid section of the coil was securely entangled in the coil mass and it was pulled back against slight resistance. The physician attempted to push the coil back into the aneurysm with the pusher segment with about 1 cm of forward movement. He used a 3 cc syringe of saline to push the coil into the mass an additional 2 cm. The remaining 1 cm of coil was left inside of the enterprise stent. No additional coils were placed and no patient injury resulted.

Manufacturer narrative:
This product did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, and design concerns. Other text: item discarded by hospital.